Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason for revision: loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Update received 6th august, 2013. Reason for revision, two products and hip side added. Hip(s) to be revised: right. Reason(s) for revision: component loosening (cup), cup only see below. Update received 14th september, 2013. Revision and implant date amended. Update received 26th march 2014. Querying products, if this is a resurfacing to xl revision. New fields completed. Surgeon added and hospital name amended. Confirmation of information received 26th march 2014 and updates received 1st april 2014. Revision reason amended. Revision and surgery dates amended. Additional surgeon added. Querying if cup was revised or left in situ. This is a resurfacing to xl revision. This com includes two products which were revised separately. The resurfacing head was revised on (B)(6) 2005. The cup remained in situ and xl products were inserted. The cup was then revised on (B)(6) 2006 with the xl products. See (B)(4) for revision of the other xl products. Cup and femoral head implanted (B)(6) 2005. Head revised (B)(6) 2005. Reason for revision for the femoral head: femoral neck fracture. Cup revised with xl products on (B)(6) 2006. Reason(s) for revision for the acetabular cup: component loosening (cup). Partial query response received 7th may 2014. Patient details added. Operative notes for revision surgery that took place on (B)(6) 2006. Received 13th may 2014. Additional reasons for revision added for the cup. Reason(s) for revision for the acetabular cup: component loosening (cup), mechanic complications due to a joint endoprosthesis and fluid secretion.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Update received (B)(6) 2013. Reason for revision, two products and hip side added. Hip(s) to be revised: right reason(s) for revision: component loosening (cup) - cup only see below. Update received (B)(6) 2013. Revision and implant date amended. Update received (B)(6) 2014. Querying products, if this is a resurfacing to xl revision. New fields completed. Surgeon added and hospital name amended. Confirmation of information received (B)(6) 2014 and updates received (B)(6) 2014. Revision reason amended. Revision and surgery dates amended. Additional surgeon added. Querying if cup was revised or left in situ. This is the first part of a resurfacing to xl revision. See com-(B)(4) for revision of xl products. Cup and femoral head implanted (B)(6) 2005. Head revised (B)(6) 2005. Reason for revision (head): femoral neck fracture. Cup probably left in situ and revised with xl products on (B)(6) 2006. - confirmation received (B)(6) 2014. Cup revised with xl products on (B)(6) 2006. Reason(s) for revision (cup): component loosening (cup). Reason(s) for revision: femoral neck fracture on resurfacing.

Event description:
The pt was revised to address pain.